Event description:
Serious pains preventing me from moving and sleeping. Mynx vcd to close groin femoral artery. Next day pain unable to move, unable to sleep, stabbing me. Checked to see if artery was damaged.